Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose level was 147 mg/dl at the time of the incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test. The device alarmed prime during the basic occlusion test due to loose/protruded drive support disk. We were unable to perform the error test, prime test, excessive no delivery test and occlusion test or test for motor error alarm due to prime alarm. The insulin pump was received with normal operating current. Pump passed self- test and off no power test. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.